Event description:
During attempted crossing of chronically occluded tibial vessel, 3 mm of the tip of a .014 wire broke off in a heavily calcified portion of the occlusion. Given that it was in an already occluded segment of the vessel, it was left in place. This did not affect arterial flow or change the pt's condition or outcome and was of no clinical significance.